Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and three additional proglide devices were attempted, but a needle-to-cuff miss also occurred. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the femoral artery was moderately calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are each being filed under separate manufacturer report numbers.

Manufacturer narrative:
(B)(4). A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. An analysis of the returned device confirmed the reported experience. Based on a review of the available information, no product deficiency was identified. The probable cause for the anterior needle striking the rim of the anterior cuff, resulting in an anterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The reported moderate calcification of the artery may have caused the anterior needle to deflect during deployment. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.

Event description:
Manual arterial compression was applied to achieve hemostasis. No additional information was provided.